Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 215 mg/dl. The customer was assisted with troubleshooting. The customer was treated with pen for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering because high blood glucose, no alarms on insulin pump, same sets and insulin as always. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer reports insulin exited at the quick release. Customer states the drive support cap appears normal. Customer reports bolus history displays all entries based on their recollection. Customer states they were able to perform displacement test and test result was passed. Customer states they ran a high pressure test and test result was passed. Customer reports was not worn during a medical procedure or test around magnetic resonance images. The device will not be returned for analysis.